Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (the lesion had 90% stenosis, severe calcification and vessel tortuosity was moderate). Deformation problem. Evaluation conclusion: device failure related to patient condition (the lesion had 90% stenosis, severe calcification and vessel tortuosity was moderate). (B)(4).

Event description:
It was reported that the physician was attempting to use a 2.25mm diameter x 12mm length resolute integrity rx drug eluting stent treat a lesion in the ramus of patient reported to exhibit 90% stenosis, severe calcification with moderate vessel tortuosity. The lesion was pre-dilated once with a 2.0mm balloon to 8 atms. 30%-50% stenosis remained after pre-dilation. It was reported that the device could not be ¿pushed in front¿ and could not be implanted. The device was removed from the patient. Thereafter the doctor found that the stent was loosely coupled instead of fixed to the balloon. It was subsequently reported that the stent dislodged from the device in-vitro. There were no patient complications reported. Device evaluation: the distal tip was slightly flared. The stent was returned off the balloon . Crimp impressions were visible along the working length of the balloon. Three mid stent segments were partially deformed. The remaining segments were intact.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that post removal of the device from the patient the stent had moved slightly.